Manufacturer narrative:
The reporter's test strips were provided for investigation. No defects with the test strips were observed. The test strip vial, desiccant, and vial cap were acceptable in appearance. There was no obvious reagent discoloration. The test strips were tested with glycolyzed blood and the returned test strips produced acceptable results. Medwatch field g4. Has been updated.

Manufacturer narrative:
The reporter's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant glucose results for one newborn patient tested with accu-chek inform ii meter serial number (B)(4) using test strip lot number 479267 and accu-chek inform ii meter serial number (B)(4) using test strip lot number 479608. No units of measure were provided. At 02:05, a sample from the patient was tested using meter serial number (B)(4) with test strip lot number 479608, resulting in a glucose value of 38. At 02:13, a sample from the patient was tested using meter serial number (B)(4) with test strip lot number 479267, resulting in a value of 48. At 09:34, a sample from the patient was tested using meter serial number (B)(4) with test strip lot number 479608, resulting in a glucose value of 44. At 09:41, a sample from the patient was tested using meter serial number (B)(4) with test strip lot number 479267, resulting in a value of 57.